Event description:
It was reported that the implant did not seal. A left atrial appendage closure (laac) procedure was performed, and a 20mm watchman flx pro closure device and delivery system (wds) was implanted on (B)(6) 2026. Transesophageal echocardiography (tee) imaging was initially used to implant the device, but views were difficult to see. Intracardiac echo (ice) was used to optimize the images. The patient was discharged. At a routine 45-day follow up appointment, (B)(6) 2026, computed tomography (CT) imaging showed an 8.4mm leak. The physician determined a lobe was missed during the procedure due to unfavorable imaging. On (B)(6) 2026 a plug procedure was completed. The patient has since been discharged home on a medication regimen of eliquis and aspirin.